Event description:
It was reported that the insulin pump alarmed button error. It was also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 98 mg/dl. Customer stated that she * may have been laying on her pump and could have pressed the buttons causing the button error. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The esc and act buttons on the insulin pump were unresponsive due to corroded keypad traces. No button error alarm occurred during testing. Displacement test was not performed due to keypad anomaly. The insulin pump had cracked reservoir tube lip and minor scratches on the lcd window.